Event description:
A malfunction alarm was reported, identified with a specific code. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer by providing information to reset the pump, and the malfunction did not recur after the reset.